Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the patient line and that the cartridge was empty. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Customer's blood glucose was 315 mg/dl.